Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# (B)(6) serial# implanted: (B)(6)2023: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 20-sep-2024, UDI#: (B)(4) b3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient mentioned a historical event which included that they just had the ins and lead replaced recently, and they are hoping the therapy will work well this time. Agent asked the patient to clarify what they meant by work well "this time." The patient explained that some time in october their hcp discovered via x-ray that the lead was disconnected. While the hcp was replacing the lead they discovered the ins battery was dead (the patient noted that the ins battery had only been implanted for a year and a half), so they replaced the ins battery as well. The patient mentioned that they don't recall the last time the therapy worked prior to the replacement procedure. Now that they had a new ins and lead, the patient hopes to get some relief because they had no control at the time of the call. The patient mentioned that they have cerebral palsy on the right half of their body, which was the cause of their bladder going defunct.